Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention was undertaken where the entire system was explanted.

Event description:
It was reported patient was unable to place into MRI mode since one of the leads was having impedance issue . Investigation was unable to determine which lead was at fault. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) serial:(B)(6) batch: a000101932.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A visual inspection of the returned percutaneous lead found it had been cut into 2 lead segments with some wires exposed on the stimulation ends. It was concluded the damage was associated with the ipg explant as the review of the ipg system impedance logging noted the measurements were normal until the explant date. A review of the ipg diagnostic logs did not note any discrepancies that would have contributed to the observation. All ipg system impedance measurements were within range during the ipg implant duration. Resistance testing of the lead segments was performed between the cut ends and the terminal and stimulation ends. No electrical opens were observed.